Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a scheduled follow-up, two episodes of non-sustained rv oversensing was observed. Review of egms noted low level, high frequency noise that was inhibiting pacing. Myopotential oversensing was suspected. The oversensing was not reproducible in clinic. No programming changes were made. Patient¿s condition was stable and the patient will continue to be monitored.